Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual increase in pacing impedance, along with some sporadically high pacing impedance measurements. A high pacing threshold was also observed. The patient will continue to be monitored via intensified follow-up and the rv lead remains in use. No patient complications have been reported as a result of this event.